Manufacturer narrative:
Correction info: d4 catalog number. Additional info: the investigation for the pump suction has been completed. The root cause of the pump suction was not determined due to suction occurring outside of positioning alarms as well and insufficient clinical details with unreturned product for further investigation.

Event description:
An impella cp was placed via the femoral artery access to support the 86 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in society for cardiovascular angiography and interventions stage d shock. The medical history was not shared beyond the patient being on inotropes and vasopressors prior to the pump use. The pump was placed though there were long episodes of suction alarms during the support. There was no hemolysis associated with the suction. The team infused blood to treat the suction but, the patient did expire after care was withdrawn after being on support for under a day. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in society for cardiovascular angiography and interventions stage d. Additional information indicates that volume management and positioning were assessed; however, due to the patient¿s rapidly deteriorating condition and the inability to pursue veno-arterial extracorporeal membrane oxygenation because of right ventricular and left ventricular failure, therapy was discontinued. During the after-action review, the physician confirmed that the impella device did not negatively contribute to the decision to stop therapy.

Manufacturer narrative:
Updated information was provided in b5 (event description). Upon review, it was identified that the clinical assessment and additional information have been added to this report. Corrected information was provided in h5 (labeled for single use?). Upon review, it was identified that it had been inadvertently submitted in error in the initial report. Additional information was provided in h6 (health effect - impact code). Upon review, it was identified that the code has been added to this report. Additional information was provided in h6 (type of investigation). Upon review, it was identified that the codes had been added to this report. The root cause of the pump suction was not determined due to suction occurring outside of positioning alarms as well and insufficient clinical details with unreturned product for further investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Long episodes of suction alarms during impella runtime reported, short term support, no hemolysis reported. Expired